Event description:
It was reported the patient's physician was advised of a sudden increase in lead impedances via a notification from the carelink system. A review of the transmission revealed the rv lead impedances suddenly increased on both the pace/sense and high voltage coils. The clinician consulted with the manufacturer's technical services and was advised to bring the patient in for an examination. The clinician attempted to reach out to the patient by phone but was unsuccessful. At this time, the clinician contacted the patient's son. The patient's son arrived at the patient's house a few hours later and discovered the patient had expired. If removed, the device and lead will be sent to the manufacturer for analysis. There is no allegation the death is device-related; however, no cause of death has been determined at this time.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has not been determined. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has not been determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has not been determined. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient's physician was advised of a sudden increase in lead impedances via a notification from the carelink system. Transmission review revealed rv lead impedances suddenly increased on both the pace/sense and high voltage coils. The clinician consulted with the manufacturer's technical services and was advised to bring the patient in for an examination. The clinician attempted to reach out to the patient by phone but was unsuccessful. At this time, the clinician contacted the patient's son. The patient's son arrived at the patient's house a few hours later and discovered the patient had expired. Additional information received reported the patient had last been seen in the clinic (B) (6) 2009. The patient was not pacemaker dependent. The patient was found dead in his bed at home. The cause of death is unknown. The physician thinks "the patient death (not related to the device) caused the increase in the impedances."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has not been determined. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
(B) (4)